Event description:
During preventative maintenance of the device, the user reported the electronic gas delivery system would not calibrate properly. The user reported it took 41 minutes to calibrate the system. Replacing the oxygen sensor did not remedy the issue. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.